Event description:
An internal complaint was initiated following a review of a (B)(6) scientific publication entitled "matrix-assisted laser desorption/ionization time-of-flight ms for the accurate identification of burkholderia cepacia complex and burkholderia gladioli in the clinical microbiology laboratory." Journal of medical microbiology by wong kendrew s k, et al. 2020. This publication documents organism misidentification results for closely-related burkholderia species, and burkholderia gladioli, using the vitek ms system. According to the publication, one hundred (100) isolates representing twenty-two (22) burkholderia cepacia complex species, plus burkholderia gladioli, were assessed for bacterial identification using two maldi-tof systems; vitek ms and the bruker biotyper. The definitive identification was obtained by sequencing the reca gene, considered the gold standard for burkholderia cepacia complex species. Discrepancies between vitek ms and rec a occurred with ten (10) isolates. Confirmation of species identification was performed with repeat reca sequencing. This report documents a misidentification of burkholderia metallica as burkholderia cepacia. The other nine (9) misidentification events will be reported in separate reports. There is no indication or report within the publication that any results obtained during the study were used for diagnosis or treatment for any patient. There is no indication or report of any adverse event related to any patient's state of health.

Manufacturer narrative:
Context: an internal complaint was initiated following a review of a canadian scientific publication entitled "matrix-assisted laser desorption/ionization time-of-flight ms for the accurate identification of burkholderia cepacia complex and burkholderia gladioli in the clinical microbiology laboratory." Journal of medical microbiology by wong kendrew s k, et al. 2020. The publication documents organism misidentification results for closely-related burkholderia species, and burkholderia gladioli, using the vitek® ms system. Discrepancies between vitek ms and rec a occurred with ten (10) isolates including three misidentifications as burkholderia metallica instead burkholderia cepacia. Other misidentifications are reported in separate reports. Investigation results. Knowledge base review. Review of the vitek ms ¿ ivd v3.2 knowledge base indicates that the expected identification of burkholderia cepacia is claimed in vitek ms knowledge base v3.2.  Conclusion. As the reviewed publication was authored in 2020, there is no possibility to obtain vitek ms instrument mzml log files or calibration log files associated with the described organism identification test results.  Therefore, the following details cannot be assessed. -              status of the fine-tuning to confirm the instrument is adjusted to operational specifications. -              status of calibrator ¿all peaks¿ measurements to determine quality of spot preparation by the user. There are no data nor strains available from the customer for submission to further investigate the reported issue.